Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. A 2.75x28 liberte bare stent delivery system was advanced and the shaft kinked. Upon removal, the shaft broke into two pieces. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.